Event description:
It was reported that the pt is alleging harm caused by the device, however, the nature of the harm is unk at this time.

Manufacturer narrative:
Info was received from a customer who is not required to complete form 3500a. Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Eval codes: review of the device history records was not possible as the product adn/or lot numbers required for retrieval were unavailable. If is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.